Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of tpn (total parenteral nutrition) bags had particulate matter. This was identified during product preparation. Rubber stopper material leaked into the bags (coring). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the product information was not available. The investigation could not be completed without the essential product information. Should additional relevant information become available, a supplemental report will be submitted.